Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional broke during surgery.

Manufacturer narrative:
The product was returned fractured and visual inspection has found cosmetic damage including nicks, scratches, gouges and dents. This device is used for treatment. A notification was sent to the field to provide additional clarifications relating to the instructions for use of the tibial articular surface provisional (tasp) construct for all users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. Therefore the root cause can be considered to be a previously addressed design issue.